Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was chosen for implant using a flexnav delivery system during a transcatheter aortic valve implantation. A pre-implant balloon aortic valvuloplasty as performed using a non-compliant balloon. There was calcification noted in the left ventricular outflow tract (lvot). During valve deployment, the patient went into heart block. The valve was deployed twice during procedure. The valve was successfully implanted, and the final implant depth of the valve was approximately 3mm. The patient was administered atropine, but the patient remained in second degree heart block. Temporary pacing lead was placed. The patient was monitored during standard follow-up, but a permanent pacemaker was not required.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that there was calcification extending beneath aortic annular plane in the interventricular septum and the final depth of valve was approximately 3 mm. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.h6 medical device problem code: code 2017 removed.